Event description:
Philips received a complaint on the heartstart xl device indicating that the device's battery had a charging issue. There was no patient involvement. The device was evaluated by a philips asp and it was confirmed that the battery was faulty. The battery was replaced, and the device passed all testing. The device remains at the customer site and no further evaluation is warranted at this time.